Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: the 34 valve size cannot cover an annulus diameter bigger than 30 mm, this patient has 30.9 mm, indicating off-label use of the device. The first loading cannot be confirmed as a good load, based on the video provided. The crown overlap described as ¿small infold¿ is almost reaching node 4, from the picture. The combination of the crown overlap and the heavily calcified bicuspid aorta probably concurred to the under-expansion of the valve. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple factors can affect frame expansion, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading, deployment or recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, it was reported a small infold noted during loading and a highly calcified functional bicuspid native valve. Based on the available information, infold appears to have caused during loading of the valve and exacerbated by patient¿s calcification levels. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Per the image review, the patient¿s annulus diameter is 30.9 mm which is outside the patient anatomical criteria for a 34 mm valve, per the device instructions for use (IFU). Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34us (lot: 0010701563); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with severe aortic stenosis and a highly calcified functional bicuspid native valve, fluoroscopy inspection of the loaded valve revealed a small infold that did not appear to go past the fourth node. A pre-balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) n on-medtronic balloon. The valve was initially deployed to 80% and the valve appeared to not open fully. A contrast shot was performed to better visualize the valve and an infold was noted. The valve was fully recaptured and a more aggressive pre-implant bav was performed using a 28 mm balloon non-medtronic balloon. A new 34 mm valve was loaded onto a new delivery catheter system (dcs) and the valve load was checked under fluoroscopy. The replacement valve was successfully implanted. Per the physician, the patient's calcification contributed to the infold. No adverse patient effects were reported.